Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Info references the main component of the system and other applicable components are: product ID 37642, serial# (B)(4), product type programmer, patient. It is noted the device codes (B)(4) are no longer applicable. The device codes listed in are now applicable.

Event description:
Additional information received reported it was not the patient's implantable neurostimulator (ins) that was beeping but rather the patient programmer that was beeping. It was indicated the patient's indication for use was parkinson's disease. No complications were reported/anticipated.

Manufacturer narrative:
(B)(6).

Event description:
Information was received from the consumer via a company representative (rep) regarding a patient implanted with an implantable neurostimulator (ins). It was reported that when the patient¿s clock chimes, the ins battery makes a beeping sound. It doesn¿t happen all the time. The rep confirmed that this was not the daily alarm reminder. No patient symptoms were reported. No further complications were reported or anticipated.